Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the third post-operative day after a bowel resection, the patient had a staple line bleeding. The patient was brought back to the or and the surgeon performed another small bowel resection and gave the patient a temporary stoma for 3 months. Surgical time was extended by 30 minutes or more due to product problem. There was unanticipated tissue damage and loss as a result of the device problem. The patient is still admitted in the hospital.